Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2023-00161 under a different suspect medical device. The suspect medical device was changed on (B)(6) 2023 upon further investigation of the customer issue. All available patient information was included. Additional patient details are not available. The field service representative (fsr) resolved the issue by reseating the pre-trigger/trigger manifold as it was leaking. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that a falsely decreased architect tsh result of 0.0004 uiu/ml was generated for a patient sample (B)(6) that was auto-repeated with a result of 0.8925 uiu/ml. The patient's previous result was 1.08 uiu/ml in (B)(6) 2023. The customer's reference range is 0.4 - 4.94 uiu/ml. The falsely decreased result was not reported out of the lab. No impact to patient management was reported.